Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient battery was at end of its life and also experiencing inadequate pain relief from the device. The patient underwent an implantable pulse generator (ipg) replacement procedure and is doing fine postoperatively. The explanted device was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 days ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient battery was at end of its life and also experiencing inadequate pain relief from the device. The patient underwent an implantable pulse generator (ipg) replacement procedure and is doing fine postoperatively. The explanted device was not returned due to facility policy.